Event description:
The customer reported that while the unit was in use on a pt, the unit's pressure cable connector became loose; a pressure signal could not always be acquired. The pt was switched to another unit and therapy was continued. No pt injury was reported.